Event description:
As reported (B)(4) 2014, a patient of unknown gender and age presented for an endovenous laser procedure. During the procedure, while the treating physician was firing the laser, the shaft of the tre-sheath became detached from the tre-sheath locking mechanism, causing the laser fiber to slide further down into the sheath than expected. This in turn, caused a piece of the sheath to burn off inside of the patient. The treating physician was able to successfully remove the fractured piece from the patient via a cut down. The patient suffered no permanent harm or injury due to the event. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a f/u medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications.